Manufacturer narrative:
The field service engineer checked the analyzer and found no issues. He ran precision testing that passed and the customer ran qc. The investigation did not identify a product problem. The cause of the event could not be determined. Qc recovery was within the acceptable range, therefore there was no indication of a performance issue with the reagent or instrument.

Manufacturer narrative:
The reagent lot number was 738277. The expiration date was requested but was not provided.

Event description:
There was an allegation of a questionable glucose result from the cobas 8000 c702 module. The initial result was 33 mg/dl. The repeat result on another analyzer was 120 mg/dl. A new sample was drawn from the patient and had a glucose result of 107 mg/dl. The repeat result was believed correct.